Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument broke apart, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to confirm the customer reported complaint. Failure analysis found the primary finding of instrument grip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.688" was found to be broken off and the broken piece was not returned. The complaint regarding the instrument broke apart was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the force bipolar instrument got caught onto the permanent cautery hook (pch) instrument, was puled apart and broke. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected prior to use. The surgeon was repositioning the instruments when the pch got stuck to the force bipolar instrument and as the surgeon tried to separate the instruments, the force bipolar broke. The instrument was in use for a few hours before the incident occurred. No issues were observed with the functionality of the force bipolar instrument. All the fragment pieces were removed with a microline tip. No postoperative tests were done to look for missing fragments. The surgical task was completed with a backup instrument. There were no damage seen to the pch. The surgical staff did not feel any resistance upon removal of the instrument through the cannula nor were there any damage noticed to the cannula after the event occurred. The surgery was converted to open due to the mass being removed being too big.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical, inc (isi) has not received the force bipolar instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable due to the following conclusion: during a vinci assisted procedure, the force bipolar instrument broke and a fragment fell into the patient. The fragment was retrieved during the same procedure. Note: refer to medwatch report (MDR) with patient identifier #: (B)(6) for MDR submission for the procedure conversion.